Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comments: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Correct information: h6: health effect - impact code(f); reported as 4629 - correct to 2199. D4: primary unique device identifier (UDI)#: (B)(4) "UDI related data quality updates only." Claim#: (B)(4).